Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received and evaluation is performed. H3 other text: device not returned.

Event description:
It was reported that the cartridge was cracked. Customer¿s blood glucose level was displayed as, "high", nut specific value was not provided. Customer administered a correction bolus via the pump to address the high bg. Reportedly, the customer reverted to an alternate form of insulin therapy.